Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that the internal hlc battery cells, designators bt2 and bt3, were damaged and could not take a charge. Physio was unable to determine the cause of bt2 and bt3 not taking a charge and also unable to determine the cause of the internal hlc batteries becoming depleted. The customer received a replacement device.